Manufacturer narrative:
Additional information: resistance was encountered during delivery and withdrawal of the nc euphora balloon catheter . Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. Product analysis summary: the device returned with a detachment on the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. No kinks were evident on the hypotube. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A nc euphora rx ptca balloon catheter was used during a radial approach to treat a mildly calcified, severely tortuous lesion in the distal left anterior descending (lad) artery. A 6 fr launcher guide catheter and a 6 fr guide liner were used over a non-medtronic wire. There was no damage noted to device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device was kinked and re straightened during use. The lesion was pre dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the device detached at the hub inside the guide liner during removal difficulties following balloon inflation. It was also reported that excessive force was used to pull the balloon catheter out due to the site being extremely tortuous. The patient was reported to be alive with no injury.